Manufacturer narrative:
Reference sus voluntary event report mw5059247.

Event description:
Additional information was received from a sus voluntary event foi report, mw5059247: event date: (B)(6) 2015; report date: 01/07/2016. Event description: patient with ongoing lvad driveline infection admitted due to positive blood cultures. Intravenous antibiotics initiated. Patient taken to the operating room for driveling debridement, during the procedure the surgeon noted purulent drainage along the outer portion of the driveline which extended to the pump housing. Wound vac was placed. After bacteremia cleared the patient was taken back to the operating room to remove the ICD and exchange the lvad pump, inflow cannula and outflow cannula. Due to extensive bleeding the patient's chest was left open overnight then taken back to the operating room the next morning for closure. The patient is currently recovering on the telemetry unit.

Manufacturer narrative:
The pump was not returned for evaluation. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years. The pump will not be returned for evaluation. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was prescribed clindamycin (3 times a day) for a driveline infection. The onset of the driveline infection was unknown as the patient had transferred care. The patient was also treated with IV vancomycin/cefepime, trimethoprim/sulfamethoxazole, and minocycline. On (B)(6) 2015, the patient underwent a driveline debridement and the patient was found to have a pump pocket infection. It was reported that the patient developed the pump pocket infection as a result of non-compliance with antibiotics. On (B)(6) 2015, the patient's pump was exchanged due to pump pocket infection.